Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 1, 2021, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. Physical stress due to friction etc. Chemical stress due to unrecommended chemicals.